Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required a chest tube placement to resolve the pneumothorax. The patient was also hospitalized for the pneumothorax. At this time, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring chest tube placement and hospitalization. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the pneumothorax was identified post-procedure on a chest x-ray. The size of the pneumothorax was 3 cm and it grew in size over time. The patient had mild shortness of breath and a chest tube was placed to resolve the pneumothorax. The patient was not clinically unstable due to the pneumothorax. The patient is still hospitalized as the pneumothorax is persistent. There was no malfunction of an ion product that occurred. The physician believes that the pneumothorax would have occurred via another modality as well.